Manufacturer narrative:
As the device is awaiting return for evaluation, it is therefore not possible to conclusively determine the root cause of this complaint. The customer complaint is confirmed based on the customer testimony. With the information provided, a document based investigation was carried out. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 device of lot# c1242371 did not reveal any discrepancies that could have contributed to this complaint issue. From information provided, no adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During the procedure, the needle broke off from the handle. Physician was able to pull needle out by hand. No harm to the patient reported.

Manufacturer narrative:
On evaluation of the returned device, it was noted that the needle and sheath were broken at the proximal end of the needle. The device was returned with no stylet. The customer complaint was confirmed as the needle was broken. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 device of lot# c1242371 did not reveal any discrepancies that could have contributed to this complaint issue. From information provided, no adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A follow-up MDR is being submitted to include the device evaluation details. During the procedure the needle broke off from the handle. Physician was able to pull needle out by hand. No harm to the patient reported. Additional information received 23 nov 2016 - the physician involved said the needle separated when he made the first puncture. The lesion was hard and he was in a difficult position.